Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose level of 259 mg/dl. The customer treated with manual injections. The customer also reported that the drive support cap was flush. The product was returned for analysis.